Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, a functional test was performed. The moment the device was powered up, it started double beeping. The downstream sensor will be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited constant beeping. No patient injury reported.